Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No investigation or root cause analysis could be conducted given that no complaint sample was returned, or lot number provided.

Manufacturer narrative:
Phone: (B)(6).

Event description:
Information was received indicating that a smiths medical administration set was leaking. There were no reported adverse events.